Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd preset¿ arterial blood collection syringe barrel before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea abg has foreign matter inside the barrel."